Event description:
It was reported on (B)(6) 2025 that the patient presented for a mitraclip procedure. During the steerable guide catheter preparation, flush port was unable to hold column while de-airing. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented for a mitraclip procedure. During the steerable guide catheter preparation, flush port was unable to hold column while de-airing. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects.